Manufacturer narrative:
G4: 510(k) number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1: first name of initial reporter is unknown. G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for posterior lumbar interbody fusion (plif) for l5 isolation and l5/s level implant was performed. It was reported that after insertion of the cage, while rotating the cage, it became twisted and comes off from the inserter. The tip of the inserter bent .the remover was then used, but it could not enter the hole in the cage, so a hole was created. When the remover was placed over the outer portion of the cage, the remover also bent and the cage was removed using facility equipment and was replaced with a new implant. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received as the implant became twisted and the screw threads are damaged and the remover pierces the implant creating a hole and the inserter tip expands, the tip of the extractor became bent and the shaft short threaded instrument likely has no defect.